Event description:
A PICC line was placed by interventional radiology. Approximately a month later, at least PICC line found leaking by rn. There was no evidence of break or tension. The PICC line was discontinued by an rn according to physician orders.the patient did not incur injury or harm.